Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. Some led display segments are not illuminating. Led board segment d4 measured at 0.7 vdc, it should be approximately 1.6 vdc on a good segment. Led board segment d4 has failed resulting in some led segments not illuminating. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported segments missing from display. Per the customer, it is possible to misinterpret the reading because of the missing segments. No patient impact or consequences were reported.